Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) with a blood glucose (bg) of 348 (mg/dl) and was subsequently hospitalized. Cause was not known. Reportedly, customer did not believe the pump or pump supplies were the cause of bg/ dka. No issues were observed with the cartridge, infusion set cannula and infusion set site at the time of this event. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital on august 2nd with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.